Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2024-08210. It was reported that the patient experienced ineffective therapy. Additionally, patient¿s ipg site was oozing. Patient also reported pain in chest/ribs, which is outside the pain area for which the scs system was implanted for. Reprogramming was unable to address the issue. As such, the patient was hospitalized. Patient was put on antibiotics and extra pain medication. Surgical intervention took place on (B)(6) 2024 wherein an active infection with pus was found in the ipg pocket. In turn, the entire system was explanted to address the issues. The infection is being treated with IV medication.

Manufacturer narrative:
Date of event is estimated.